Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device exhibited loss of pacing during a normal device replacement procedure due to an electrocautery usage. Transcutaneous pacing was delivered to sustain the patient. The device was explanted and replaced. The patient was stable post procedure.